Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were having migraines again. Patient stated the ins was working as far as they knew but they were told to get advice from the doctor's office about resetting or doing something with the machine. When asked for event date, patient mentioned the migraines began a few months ago. During the call, patient was in a charge session; controller showed 10% and implant 60% recharging with excellent quality. Agent walked patient through adjusting and checking stimulation between groups a, b and c. Patient mentioned they can feel stimulation on one side the left side in group a and they wanted to feel stimulation to on both sides. Patient mentioned the stimulation was set up to feel on both sides. Patient mentioned in group b, the stimulation stopped all together and they feel the stimulation in their neck but was not pulsating. Agent asked and patient mentioned they had a couple falls back in (B)(6) 2024 and (B)(6) 2025. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.